Manufacturer narrative:
The insulin pump received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 103 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid or moisture. Customer states a constant tone is occurring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.